Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pre-syncope and dizziness. It was also reported the right ventricular (rv) lead had low impedance and showed loss of capture when the patient moved their left arm. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.